Manufacturer narrative:
Result of investigation: customer did not sent pictures or the physical sample for the investigation. Also the device history record for the reported lot number was reviewed and no issues were found. Therefore the defect reported by the customer was not confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife® reduced heparin arterial blood sampler experienced abg syringe probably not venting. Having to use multiple kits to find one that works. The customer confirmed that there was no patient harm associated with the reported event.